Manufacturer narrative:
Approximate age of device: 84 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the emergency department (ed) on (B)(6) 2017 with nausea/vomiting and ataxia. A computed tomography (CT) scan was performed and showed an occlusion of the right superior cerebellar artery and a perfusion deficit in that territory. Tissue plasminogen activator (tpa) was not administered due to an elevated inr and the patient being out of the appropriate time window.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported event cannot be conclusively determined. The patient was admitted to the emergency department on (B)(6) 2017 with symptoms of nausea/vomiting and ataxia. A CT scan was performed and revealed an occlusion of the right superior cerebellar artery with a perfusion deficit. Tissue plasminogen activator was not administered due to an elevated inr and the patient being out of the appropriate time window. The patient remains ongoing on (B)(4) and no further events have been reported at this time. Multiple attempts for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU lists thrombus and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.